Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 650 mg/dl with symptoms suggestive of hyperglycemia of dehydration. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated the patient's event was due to a power issue with the pump; the pump had no power, had a cracked battery compartment with moisture behind the display and the battery cap showed damage/wear on the top. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy due to pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: the pump was returned with the battery cap stuck on the pump and had to be forcibly removed after which the battery cap was unable to attach properly to the pump. A test cap was used for investigation. The battery compartment was confirmed to be cracked. On investigation, review of the black box data revealed multiple power on reset events recorded on (B)(6) 2016; no power on reset events were recorded on the date of the complaint, (B)(6) 2016. The pump powered on normally; however, the display screen remained blank. Not all steps of the investigation were able to be completed because of the blank screen. There was no evidence of moisture on visual inspection; however, when the pump was opened for investigation, there was evidence of moisture ingress inside the pump on the printed circuit board and the display flex. Leak testing failed due to a case crack leak.